Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to the intuitive surgical, inc. (Isi) technical service engineer (tse) that they were getting an overheating message on universal surgical manipulator (usm) 4. The tse viewed the logs and confirmed the error. The tse noted the fan issue in the logs for usm 4. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer continued on with the surgery. Usm 4 was not being used in the surgery. There was no patient injury. The system passed all checks, and it was not a non-recoverable fault. It was more like a message that pops up on the screen when operating.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. There was error 1119 fan error. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found to have an error 1119. Log review showed error 1119 pointing to the axes controller motor (acm). The unit was tested on an in-house system in normal mode with triggered error 1119. The usm was also tested on a testing platform where it failed the fan test on the acm. The complaint was confirmed based on the field evaluation/failure analysis.